Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during use. Symptoms/ae: none. It was reported that during an unspecified procedure in an unspecified vessel, the rx voyager ruptured at 12 atmospheres during the first inflation. There was no adverse pt effects. Though requested, no additional info was provided.